Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer declined to perform troubleshooting and loaded a new cartridge and completed the load process successfully. Insulin delivery was resumed. The customer's blood glucose level was 104 mg/dl.